Event description:
Customer reported receiving erratic readings on his adc blood glucose meter. Customer reported receiving readings of 177 mg/dl, 231 mg/dl, 187 mg/dl, 68mg/dl, 75 mg/dl, 138mg/dl and 33mg/dl on his adc blood glucose meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant. Customer further reported that as a result of the erratic readings he felt 'strange and not normal'. Customer self treated with juice. Paramedics were called and only checked the customer's heart rate and glucose. The customer was then reportedly transported to a health care facility however, did not receive a diagnosis of hypo/hyperglycemia and was treated with 2 to 3 aspirins. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory within 10 minutes.